Event description:
Physician reported customer was hospitalized due to diabetic ketoacidosis. Advised the physician to have customer call the help line to troubleshoot. No additional details were provided.